Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm, or changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was no greater than 400 mg/dl at time of alarms.